Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: surgery, gynecology & obsteiics, july, 1983, vol. 157, 25-27. (B)(4).

Event description:
It was reported via journal article "title: complications following abdominal fascial closures using various nonabsorbable sutures". Authors: joseph locicero ill, m.d., chicago, illinois, j. A. Robbins, m.d. Citation: surgery, gynecology & obsteiics, july, 1983, vol. 157, 25-27. This prospective study aimed to compare some of the more commonly used nonabsorbable sutures hoped that the findings will enable to surgeon to make an unbiased choice of suture material for abdominal fascial closure. Between jul1979 and jun1980, 96 patients (average age of 46.9 years) underwent various abdominal operations. At the conclusion of the procedure, the abdominal fascia was closed in one layer with 1-0 nonabsorbable sutures using the interrupted smead-jones technique. Abdominal midline incision was approximated using 4 different suture materials: nylon (group 1; n=13 male and n=11 female), polypropylene (group 2; n=15 male and n=10 female), ethibond (group 3; n=12 male and n=11 female) and polydek (group 4; n=14 male and n=10 female). Postoperatively, one obese patient developed wound infection and subsequent gastric fistula which closed spontaneously. In group 3, suture granulomas was observed in 6 patients. During the average follow-up period of 12 months, significantly more suture granulomas occurred with the braided dacron than with the monofilament materials. Those that did occur with monofilament material occurred almost exclusively in thin patient.